Event description:
Sq (subcutaneous) remodulin ms3 pt patient reported manageable jaw pain, diarrhea, and headache. Patient reported #5 cartridges were too hard to get into pump so she didn't use them. All were from same lot - 4280068, expiration 05/01/2027. Patient had additional cartridges she was able to use to maintain infusion." No further info, details or dates provided. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to a pt or clinical injury? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver. Ref reports: mw5159950, mw5159951, mw5159953, mw5159954.